Event description:
It was reported that the patient with this implantable pacemaker device experienced zero beats per minute (bpm) with sleep monitor. Boston scientific technical services (ts) discussed that it was unlikely that it was zero. Ts referred patient to physician. This device remains in service. No adverse patient effects were reported.